Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: received one marquee disposable core biopsy instrument in two pieces. Upon visual evaluation the device appeared to be clean and the penetration depth marker was set to 25mm. The device was received completely energized with the stylet separated from the cutting cannula. A rear scarf is applicable for 12g marquee, the stylet was inspected and no rear scarf/backend notch was noted. Due to the condition of the sample, functional testing could not be performed. One electronic photo was provided and reviewed. In that photo, one marquee biopsy device was shown in which the stylet part of the needle was noted to be detached from the marquee device. Based on the photo review, the reported detachment of device or device component can be confirmed. Therefore, based on the photo review and sample evaluation results, the investigation is confirmed for the reported detachment issue as the device was received with the stylet separated from the cutting cannula and the investigation is also confirmed for the identified non-standard device as no rear scarf/backend notch was noted in the stylet. A definitive root cause for the reported detachment of the device is determined to be component failure and identified non-standard device is determined to be manufacturing issue. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that prior to a breast biopsy procedure, the device was test fired before using needle gun cocked, the needle allegedly shot out of the device across room. Reportedly, the whole stylet needle allegedly flew out of the device and hit the wall. There was no patient contact.

Event description:
It was reported that prior to a breast biopsy procedure, the device was test fired before using needle gun cocked, the needle allegedly shot out of the device across room. Reportedly, the whole stylet needle allegedly flew out of the device and hit the wall. There was no patient contact.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 06/2026). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.